Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the pre-discharge device check, there was an increased in pacing threshold measurements with this right ventricular (rv) lead. The pacing impedance measurements had also decreased. Fluoroscopy identified the lead had dislodged and perforated the heart wall when it dislodged. A revision procedure was performed and the rv lead was successfully repositioned. Shortly after the procedure while the patient was in recovery, their blood pressure dropped to 80/62 and the patient became diaphoretic. An echocardiogram was performed, which confirmed a small amount of blood that resolved on its own without additional intervention. The patient was administered dopamine and the blood pressure normalized. The patient was slowly taken off dopamine over a few hour time period and stabilized without further complications.